Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion of the cuff through the urethra. The entire device was removed and nothing new was implanted. There were no additional patient complications.